Manufacturer narrative:
Film evaluation summary: the reported type iiib fabric endoleak was confirmed; however, the exact cause of the endoleak and aaa rupture could not be determined from the limited films provided. Pre-implant images and earlier post-implant CT were not provided, and a comprehensive assessment of the patient¿s anatomy could not be performed. A single short (10 second) video of an angiogram during an intervention ~5 years post-implant was returned. The image showed that the contra limb was positioned proximally overlapping the gate to the level of the flow divider, and extended distally ~20mm (2 stent rings) into the left common iliac. Evidence of coils having previously been placed were seen within the aaa sac along both the right and left side of the devices near the level of the gate ring. Retrograde contrast injection from the left external iliac revealed one or two small streams of contrast entering the left side of the aaa sac which appeared to be emanating from the mid-length of the contra limb, along a 1cm length section located ~3 ¿ 4cm from the bottom of the sac. The contrast had the appearance of a type iiib fabric endoleak potentially coming from a location between adjacent stents. The cause of the endoleak could not be determined from the short film provided. Analysis of the returned films did not reveal any stent graft characteristics that could explain the observed endoleak. Endoleak interrogation via selective angiograms within the stent graft to help determine the source was not seen, and only a single imaging view point (a-p) was observed in the films provided; thereby, making determination of the endoleak difficult. It is possible that external abrasion from calcification may have been a contributor, but lack of CT¿s did not allow a detail assessment of the patient¿s anatomy. It is also possible that fabric abrasion from adjacent stents may have been a factor. However, the contra limb was essentially straight along the entire length, and no obvious stent graft issues were seen near the endoleak. It is also possible that while the type iiib endoleak may have contributed to the aaa rupture and potentially contributed to the patient¿s death, the reported type ii endoleak may have also been a factor. Concomitant medical products: other relevant device(s) are: product ID: etbf2316c145ej, serial/lot #: (B)(4), ubd: 04-oct-2015, UDI #: (B)(4). Event problem and evaluation codes: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50 mm abdominal aortic aneurysm. The stent grafts etbf2516c145ej and etlw1620c93ej were implanted on the right side, and the stent graft etlw1620c124ej was implanted on the left side. It was reported that approximately five years later, the patient presented emergently with abdominal pain. The patient was diagnosed with an aortic aneurysm rupture and taken to the operation room. The patient was observed to have a blood pressure decrease and had onset of shock. A non-medtronic sheath was inserted and occlusion was performed with a non-medtronic balloon. Angiography showed contrast leaking into the aneurysm from the left limb etlw1620c124ej. This was determined to be a type iiib endoleak and an additional endurant ii limb (etlw1620c124ej) was implanted as treatment. This resolved the endoleak. It was reported that a type ii endoleak was also noted. During the procedure the patient had temporary cardiac arrest, which was determined to be caused by hyperkalemia. The patient was bleeding in the abdominal cavity with abdominal distention noted. After the procedure, the patient was returned to the ICU. The patient expired on the day of the re-intervention procedure after returning to the ICU. It was reported the cause of death was due to the aneurysm rupture. As per the physician, the cause of the type iiib endoleak was unknown, but suspected to be due to deterioration over time. No additional clinical sequelae were reported and the patient has expired.